Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) after the 2008t machine shut down during heat disinfection and a burning smell was observed. Upon evaluation, thermal decomposition was identified on the sensor board. There was no observed smoke, spark, flame, arcing, or any other visible indication of heat or electrical damage. The machine has approximately 920 hours and the sensor board is the original fresenius part on the machine. The sensor board was replaced, which resolved the machine issue. The machine is back in service without any issues. Additionally, the fst confirmed that there was no damage observed on any other components, or any other additional issues, associated with the sensor board. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The sample is available for return to the manufacturer for physical evaluation.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) after the 2008t machine shut down during heat disinfection and a burning smell was observed. Upon evaluation, thermal decomposition was identified on the sensor board. There was no observed smoke, spark, flame, arcing, or any other visible indication of heat or electrical damage. The machine has approximately 920 hours and the sensor board is the original fresenius part on the machine. The sensor board was replaced, which resolved the machine issue. The machine is back in service without any issues. Additionally, the fst confirmed that there was no damage observed on any other components, or any other additional issues, associated with the sensor board. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The sample is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The field service technician investigation found objective evidence indicating a product problem, thus the complaint is confirmed.